Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified extreme wear. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: medical products: lps-flex femoral size f, catalog # 00596401651, lot # 62833527. Lps-flex articular surface ef 10mm, catalog # 00596404010, lot # 62808241. Patella 8.5x32mm, catalog # 00597206532, lot # 62992323. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- unknown nexgen femoral component cat, #:unk, lot# unk; unknown nexgen bearing, cat#:unk, lot# unk; aug block, cat#: 00-5990-035-02, lot#: 62417507; aug block cat#: 00-5990-035-01, lot#: 6401178; unknown poly screw cat# unk, lot#: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06949. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty about four years ago. Subsequently, the patient was revised due to wear and tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, b4, b5, b7, g3, g4, g6, h2, h6, and h11.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, approximately three years later, the patient was revised due to limited range of motion, pain, swelling, osteolysis, and loosening. During the revision, a complete synovectomy was performed due to synovitis, the tibial tray was grossly loose, and pitting was noted on the articular surface.